Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported material deformation could not be determined; however, the subsequent unexpected medical intervention appears to be related to the operational context of the procedure. Factors that could contribute to material deformation include, but are not limited to, inadvertent mishandling during sheath/stylet removal, preparation, during use of the device, or interaction with anatomy or accessory devices. In this case, it is possible that accessory devices may have caused the reported material deformation. An additional omnilink stent was used to cover the damaged section and complete the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous left common iliac artery lesion. An 8x59 mm omnilink elite stent was implanted without issue. The omnilink balloon was then used for post-dilation at a higher atmosphere; however, the distal end of the stent became crushed during advancement of the balloon catheter. An additional omnilink stent was used to cover the damaged section and complete the procedure. No additional information was provided.